Event description:
It was reported that a patient had a surgical procedure to replace a 4.0 cm artificial urinary sphincter (aus) cuff due to recurring incontinence. The previous cuff was down sized from 4.0 cm cuff and implanted with a new 3.5 cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.